Event description:
It was reported the patient¿s lead is exhibiting high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. The system was explanted to address the issue. The results of the investigation are inconclusive since the device were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the system was explanted to address the issue.